Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient has been unable to sleep for four nights because she had so much pain in her left hip to her knee, ankles, and foot. Patient also has pain in the middle of her back right below the waist. Patient services (ps) asked if this is the target pain that she was implanted for, and the patient stated that it ¿somewhat¿ is. Patient said she takes pain medicine during the day, but it wears off at night. Ps had the patient sync with the ins, and she¿s using stim at 4.5v. The patient said that she¿s tried increasing amplitude to 4.8v after she was feeling so bad from the pain, but it was hurting her so she lowered it back to 4.5v to resolve the issue. Patient is currently feeling stim at her knees. Ps asked if that¿s where she usually feels stimulation, and the patient said depends on what position she¿s in. No further complications have been reported. No additional patient symptoms have been reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.